Manufacturer narrative:
Per case notes, the user confirmed that she did not take her bg during either of the two events to confirm if she was having a low glucose event. The user reported that the user was not wearing the transmitter at the time of both events, thus the system was not in use. The user's hcp was made aware of the event and did not prescribe any medications. This adverse event was not related to the use of eversense continuous glucose monitoring system as the system was not in use. No further resolution was necessary for this complaint.

Event description:
On august 12, 2024, senseonics was made aware of an incident where the user reported two events on (B)(6) 2024. The user blacked out in the morning around 10:17am, and at night on the same day, the user's legs were giving up. The user did not take any bg measurement during these two events to see if she was having a low glucose event.